Event description:
It was reported, that the surgeon had problems with the implant fitment and ended up having to use ti mesh.

Manufacturer narrative:
Correction: b1. Added: h6. The reported issue that a customized implant did not fit properly and had gaps after trimming could not be confirmed due to a lack of supporting evidence (e.g., post-op images or scans). According to the sales representative, the implant caused a 45-minute surgical delay due to fitting difficulties. The surgeon attempted to trim the implant but was left with gaps, which were covered using titanium mesh. No revision surgery is planned. A design analysis found no deviations from the standard process. The designer noted that gaps could occur depending on where trimming was done, particularly given the flanged design of the implant. A device history record (DHR) review by the manufacturing site (stryker mahwah) also revealed no deviations or discrepancies. In conclusion, the root cause of the issue could not be determined. There is no evidence of design, material, or manufacturing defects. Therefore, no corrective or preventive actions are necessary, and the complaint has been added to the trend analysis.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported, that the surgeon had problems with the implant fitment and ended up having to use ti mesh.